Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, high capture thresholds were observed on the atrial lead. The physician tried to reposition the lead, but was unsuccessful at getting the desired measurements. The lead was not used, and another lead was used instead. The patient was stable post procedure.